Event description:
It was reported that this electrode exhibited oversensing of noise that resulted in delivery of inappropriate shock therapy in two episodes. Technical services (ts) reviewed the treated episodes and discussed the noise appeared consistent with potential muscle noise. Ts also reviewed some previous untreated episodes that contained large artifacts that was felt to be consistent with a potential electrode issue. The patient reported that they were singing at the time of the shock therapy episodes. An x-ray was taken and noted the patient had sternal wires. The tip of the electrode was noted to be near the wires. Ts asked if the x-ray showed any indication of an issue near the sense b portion of the electrode. The local field representative noted only a short examination of the x-ray was performed. The sensing vector was reprogrammed from alternate to primary and the patient was discharged with an in clinic follow up scheduled for the following day. No adverse patient effects were reported. This device remains in service.